Event description:
Caller reported continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Customer service provided complete pump reset information and guided the caller through the process, after which the pump did not display the error code again, allowing the sensor session to be successfully started.